Manufacturer narrative:
Completed information for section a1 - patient identifier: sids (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument, performed troubleshooting, and discovered aspiration issues at wash zone 2, and determined the pcb, wash monitor sensor with probe contacts the likely cause of the result issues. The part was replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for the alinity I processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module, and the pcb, wash monitor sensor with probe contacts did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), or the pcb, wash monitor sensor with probe contacts, was identified.

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results generated for patient samples. The following data was provided: all results > 0.7 s/co are repeated in duplicate. Patient 1 initial result = 0.84 s/co, repeat results = 1.08 s/co and 1.20 s/co (reactive) after replacing and recalibrating the new pack from the same lot - results = 0.09 and 0.12 (non-reactive). Patient 3 initial result = 0.94 s/co, repeat results = 1.19 s/co and 1.22 s/co (reactive) after replacing and recalibrating the new pack from the same lot - results = 0.19 and 0.12 (non-reactive). Results provided during trouble shooting: sample ID (B)(6) (B)(6) 2024 result = 0.72 s/co, (B)(6) 2024 results = 0.12 s/co, 1.48 s/co, 1.07 s/co, (B)(6) 2024 results = 1.97 s/co, 2.40 s/co (B)(6) 2024 sample ID (B)(4) initial result = 0.75 s/co (non-reactive), repeat results = 1.0, 1.04 s/co (reactive). No impact to patient management was reported.